Event description:
It was reported that there was a left hip revised due to patient pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner.the following other devices were added in this report: unknown #4 accolade stem; unknown 58mm cup; unknown 36mm head.it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).